Event description:
During shift check, unit faild to deliver a shock. Display showed "defib default check pads." Welch allyn attempted to obtain the event date from this user facility reported that it did not possess such information and could not provide it.